Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1132, serial/lot: (B)(4), description: precision spectra implantable pulse generator. Model: sc-2316-50, serial/lot: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model: sc-3400-30, serial/lot: (B)(4), description: infinion splitter 2x8 kit (30 cm). The ipg is en route to bsn, which is being returned with the proximal portion of each lead splitter attached. The leads and the other portion of the lead splitters were discarded by the facility. It is indicated that the leads and lead splitters will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an explant procedure due to the leads eroding through the skin. All devices were explanted.

Manufacturer narrative:
Sc-2316-50 sn: (B)(4): a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory. Sc-3400-30 sn: (B)(4): the lead splitters were cut, and only the proximal ends were returned. Damage to the devices was similar to the typical explant damage and was not considered a failure. A review of the sterilization documentation for the devices was found to be satisfactory. Sc-1132 sn: (B)(4): the root cause of the complaint was not determined. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an explant procedure due to the leads eroding through the skin. All devices were explanted.